Event description:
Healthcare professional report injecting a pt with juvederm ultra plus in the "midface to orbital rim." Three months later the pt was injected with juvederm ultra plus sc in the tear trough. Three months later, the pt then develops "puffiness" under the left eye and has an injection of botox in the "crow's feet" the same day symptoms manifested. Two days after the botox injection, pt had an "allergic/inflammatory response around the eye." Another 3 days later, the pt had a "red and swollen" face with "firm lumps" in the cheek. Pt was treated with prednisolone and claratyne. Two days after that, the pt had developed "hard lumps" in the cheeks and "around mouth." Pt was also treated with hyaluronidase in the "hard" areas. Add'l review 2 days later and there was "hard swelling" in the cheeks, nasolabial folds and marionette lines. Add'l hyaluronidase treatment was given. Three days after that, pt now has a mild fever and a sore throat. Pt was given another round of hyaluronidase and prescribed keflex while ceasing prednisolone and claratyne. Five days later and has a "dry non stop cough" possibly due to something "viral." Pt also begins to have "severe anxiety and stress." Pt ceased taking keflex and was prescribed demazin and valium. Another review a week later and the "puffiness" and "firm swellings" are still on their face. Pt ceased taking demazin. Symptoms are still ongoing. This is the same event and the same pt reported under MDR ID #3005113652-2014-00790 (allergan complaint #1156046). This MDR is being submitted for the second suspect product, juvederm ultra plus, also a device manufactured by allergan.

Manufacturer narrative:
Further info from the reporter regarding event, product or pt details has been requested. No add'l info is available at this time. The event of "puffiness, thick hard tissue, allergic/inflammatory response, necrotic fatty tissue, firm/hard lumps, sore throat, mild fever, severe anxiety, dry non stop cough, red and swollen" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.